Manufacturer narrative:
Alleged failure: unit sparks and shuts down when usb is entered into front usb port. We would like to request a different replacement unit as this is the 4th or 5th time sending this unit in for service for similar issue. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The root cause is damaged usb port. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit sparks. Please note that there were no reports of adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit sparks. Please note that there were no reports of adverse consequences.